Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with trace ketones. Reportedly, the customer administered a correction bolus, a manual correction injection and changed site to address elevated bg. Customer went to the emergency room (ER) and was subsequently hospitalized. Ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with saline and insulin. No permanent damage reported, tandem technical support made multiple follow up attempts regarding customer¿s discharge date, however, no reply was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.